Event description:
Needle found not attached to yellow butterfly wings and tubing portion of product, but remained in catheter. No bleeding noted from site. Chest dressing was hanging off pt and saturated with tpn and lipids that were infusing. The MFR was notified in writing on 9/21/94 by the nurse manager. The equipment was returned to the MFR.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, tubing. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.